Event description:
It was reported that a malfunction occurred, displaying the code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within normal range. No prior notable events were reported before the malfunction. Customer contacted technical support and received assistance to reset the pump. After the reset, the malfunction code did not recur and the customer continued to use the pump.